Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the insulin pump alarmed during the manual prime. Customer also stated that they were stuck in rewind and that the insulin was squirting out during the manual prime process. Customer reported that they were unable to exit the preparing to prime loop. Troubleshooting was performed and it was noted that the drive support cap was slightly pushed in. Customer's current blood glucose reading is 171 mg/dl. Nothing further was reported